Event description:
The handpiece head overheated during a restoration filling procedure and the patient received a burn injury to their lower right lip. No medical treatment was required at the time of the injury and the patient has had a follow-up with doctor since the incident. The patient is healing as expected and there was no additional medical treatment necessary at the time of the visit.